Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic in backup vvi after receiving a patient noitifier. A device download was performed successfully. Backup vvi status report was received. The patient will continue to be monitored.